Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of stimulation and no stimulation. When the patient was recharging, she used the recharger to turn the stimulation on. There was no stimulation change with positional movement. The patient had an appointment on the (B)(6) following the report to see the healthcare provider (hcp) regarding the no stimulation issue. Later, the patient reported after she went to the doctor and met with the manufacturer's representative (rep) that they were unable to get any reading on the main back and nothing on the stimulator control either. The rep and hcp both felt the main pack had shifted from the original location where the incision was or that the pack had flipped over and were not getting any response. X-rays were taken, but the results were unknown to the patient. It was noted the hcp had discussed with the patient that they may have to have surgery to replace or readjust the unit again. The unit was not working. The patient was scheduled to see the hcp on (B)(6) 2015. Relevant medical history included radicular pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.